Manufacturer narrative:
The unknown knee implant reported was found to be competitor devices therefore, this report is being canceled.

Event description:
It is alleged by the attorney that the patient had a stryker product implanted in her leg on or about (B)(6) 2016. It is further alleged that the implanted device broke and required revision.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is alleged by the attorney that the patient had a stryker product implanted in her leg on or about (B)(6) 2016. It is further alleged that the implanted device broke and required revision.